Manufacturer narrative:
No button error alarm was noted. All buttons did not respond due to corroded keypad traces. No frozen screen was noted. No moisture damage on the electronics or motor noted. The pump was received with a stripped battery cap coin slot, minor scratches on the display window, cracked battery tube threads and a cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. .

Event description:
The customer reported via phone call that the insulin pump alarmed button error. The time did not advance. The insulin pump had a frozen display. Customer's blood glucose level was not reported. Customer was advised to discontinue use of the device and revert to backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.